Event description:
Customer reported a leak when using the unicel dxc 600i synchron access clinical system. While troubleshooting a sample level sense error, the customer identified the cap piercer was leaking while piercing sample tube caps. The leak was contained. The operator wore glasses, gloves and a lab coat while operating the instrument. There was no reported exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2013, the field service engineer, (fse) evaluated the instrument and confirmed leaking from the cap piercer onto sample tube caps and identified the leaking fluid as wash solution. The fse assigned the cause of the leaking to insufficient vacuum. The cap piercer vacuum lines 118 and 180 were flushed to resolve the issue. Identification of failure mode: the failure mode was an obstructed cap piercer vacuum line (#118). No erroneous results were generated (the customer verified by retesting samples). A leaking cap piercer onto sample tube caps can impact any or all chemistries, including critical chemistries. (B)(4).